Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v466243, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a stroke on (B)(6) 2014 and was catheterized. She was in the hospital at the time of the report, but it was not specified if it was device related. The device had been off since (B)(6) and when it was turned back on it was not working properly. It was unknown when it stopped working and the complete system was removed. The patient also did not need the device since she was catheterized. The patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.